Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the patient database was cleared with patient data removal software, and batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the image acquisition system (ias) goes sporadically into stand alone mode. There was no patient present when this issue was identified.